Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the hard disk drive and upgraded the software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not retrieve the images. No patient injury was reported.